Manufacturer narrative:
The complaint review suggests that attendant control panel wasn't replaced before the event. The engineer was unable to identify what caused the control panel failure; however, the review of post-market surveillance data suggests what the most likely cause of the control panel failure was an electrical malfunction. The enterprise 9000x (e9x) instruction for use (IFU 746-591-en_17) contains following information: "check that the patient controls, caregiver controls and attendant control panels operate correctly." - this action is to be performed weekly by a caregiver. "Failure to carry out these checks or continuing to use the product if a fault is found, may compromise the safety of both the patient and caregiver. Preventive maintenance can help prevent accidents." In summary, the control panel failure led to the unintended movement. Due to limited information, the root cause of control panel failure could not be confirmed. Arjo device failed to meet its specification since the control panel failure was identified. The patient was using the bed at the time of the event. This complaint was assessed as reportable due to the allegation of unintended movement. The device is distributed outside the us and no gudid information exists.

Event description:
Arjo was informed about the event involving the enterprise 9000x bed. The customer reported that the bed was moving on its own without any command being given. There was a patient on the bed at the time of the incident. No injuries were sustained. The video evidence of the unintended bed movement was provided. An arjo representative visited the hospital to inspect the device. An issue with the control panel was identified. Once the side rail with the control panel was shaken, the bed automatically moved upward. The control panel was replaced and the bed operated as intended.